Manufacturer narrative:
The patient experienced the debonding of a veneer for tooth #25 on multiple occasions. The doctor place composite on the tooth for now and will re-cement the veneer for the patient. To date, the patient is doing fine. The product alleged in this incident was not returned; therefore, an 'adhesive strength test' of the retain sample was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that three (3) patients experienced the debonding of a veneer after placement with bond-1. This is the first of three (3) reports.